Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and it was noted by production personnel that the attachment is getting hot. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 81.2°c after only 1 minute 22 seconds of free run testing and then attachment stopped working. This temperature exceeded maximum allowable temperature standards. Microscopic evaluation revealed minor gear wear. The bur end bearing was seized up to the set assembly. The bur end bearing retainer exhibited some deformation. Minor debris and lack of lubrication was seen within the head cavity and set components. The lack of lubrication may have caused friction and as a result increased the temperature.

Event description:
In this event, a midwest repair technician reported that a midwest e 1:5 attachment overheated during testing. There was no injury or intervention.